Manufacturer narrative:
The accounts maintenance isolated the issue to a bolt which sheared off which secures the hex rod. Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that the hex rod is sliding around and not fully setting the brakes. Sometimes the brake will pop out of the locked position.